Event description:
Event description guidant received information that this patient's ventricular lead dislodged one week post implant and was successfully repositioned. Additionally, the patient complains of shortness of breath and not feeling good since implant of this pacamaker. This pacemaker is included within a subset of devices potentially affected by a recent safety advisory notice. This device was identified to be susceptible to failure mode 2, which may affect the communication and/or pacing functions of the device. Though this device exhibited no adverse clinical behavior indicative of this failure mode.